Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR report#: 2134265-2016-05710. It was reported that following a coronary artery drug eluting stenting treatment procedure, stent thrombosis occurred. The indication for the index procedure was a non q wave myocardial infarction (mi). The target lesion was located in the proximal left anterior descending artery (lad). Two synergy ii stents was implanted. Within 24 hours post procedure, the patient had an acute stent thrombosis and was brought back to the lab. The stent was opened up. The patient was doing fine. No additional information is available at this time.